Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on february 9th, a novasure procedure was performed and after the procedure, the doctor found a hole in the array before and after the procedure. The doctor reported using the devices because they didn't know whether this was possible or not. A hysteroscopy was performed and the cavity looked ok.. No additional information available.

Manufacturer narrative:
Novasure was returned for investigation: visual inspection was conducted and the array had no holes on it and there were no signs of physical damage in the device. On a separate testing the functional testing was conducted and the device failed the array position testing for which eap issues could be confirmed. The customer reported that the device had holes in it which is why it was reported. Based on the investigation the event (hole in the array) could not confirmed and the cause could not be established. This observation will be monitored and trended.